Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the camera voltages. The system was tested and found to be working as intended. System was returned to service.

Event description:
It was reported that the images are too light and hard to see details on the 2500 system. No patient injury reported.